Event description:
This lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2012 due to pocket erosion. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).